Event description:
The reporter stated a aa4203tl toric optic silicone single piece lens was used. Written info from one source reported lens damaged upon loading and another source reported that the lens was damaged upon receipt/received damage. Not clear if lens was damaged during the process of loading the lens or if the lens was received damaged. Further info has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4). Lens work order search. Visual inspection of the returned product found a plate haptic and a piece of optic is torn off and missing. There was evidence of clear surgical residue on product. A lens work order search was performed an no similar complaint was found within the same work order. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).